Event description:
Pt experienced desquamating rashes (looks like a burn) in the areas that were prepped for surgery with hibiclens. The surgery was for shoulder arthroscopy. This pt is an approx (B)(6) male with asthma who had an arthroscopic rotator cuff repair. His case is 1 week old. Hibi has been this dr's prep of choice for more than 20 years. His rn's used a sterile betadine prep tray in which the betadine is thrown away. Then hibi is pored into the first of 3 sections of the tray, next saline is poured into another segment and then the two are mixed together. The rn's then use foam sponges to apply the hibi to the surgical site. It is allowed to dry and then blotted with a dry towel.